Event description:
It was reported that the procedure was to treat an external iliac artery. An 8 x 60 mm armada 35 was advanced through a 6f non-abbott sheath and used for post dilatation. When removing the armada catheter, there was resistance with the sheath. The catheter had to be inflated and deflated several times before it could be removed. There was a delay in the procedure due to the difficulty removing the catheter; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified